Event description:
It was reported that the pt's charger is not communicating with the ipg and the programmer displays a communication error 2501. The system has not been in use by the pt for approx six months. An sjm rep f/u with the pt and the pt is not seeking any intervention, at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.